Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced some redness at the incision site which was equated to suture discomfort. As a result, the patient was administered antibiotics to address the issue. The redness and discomfort has since been resolved.